Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper/mid/lower abdomen with coolsculpting and presented with paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b5 b7 d1 d4 g1 h6 continued a6 - race: white.

Event description:
Upon further review by abbvie medical safety, ph is confirmed in upper abdomen only. Treatment dates include (B)(6) 2020 and (B)(6) 2021 using the coolsculpting c150 system applicators.